Manufacturer narrative:
There is no patient involvement. Date of event is unknown. Additional procode: hrx. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two reamer/irrigator/aspirator (ria) rods were found broken in a loan set. The incident was detected during orthokit inspection. There is no reported patient involvement. This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 314.743, lot# h065467. Manufacturing location: monument, release to warehouse date: sep 14, 2016. No non- conformance reports were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The ria drive shaft l520 was received at us customer quality with a broken distal tip (which mates with the reamer head). The distal tip was broken in a circumferential manner, approximately 6.5 mm distal to the drive shaft helix. The broken portion was not received. The helix is intact. The received condition agrees with the complaint description. Dimensional analysis was not performed due to post-manufacture damage of the distal tip of the drive shaft. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. The material hardness was determined to be conforming at the time of manufacture based on the review of the device history records. The complaint condition was confirmed as the distal tip of the drive shaft was broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.